Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. Verified item lot combination and reviewed manufacturing date as returned item # 42517000707 lot # 63563286 exhibits signs of repeated use and has fractured into three pieces all pieces were returned reference attached photographs. The device history records for item # 42517000707, lot # 63563286 & receiving inspection report for item # 42517050707, lot # 80711357 were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Supplier DHR review found that the product was conforming to all specifications and no process deviations. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A complaint history search identified 8 complaints for item # 42517000707 lot # 63563286 combination as of 8th january 2021. Complaints are monitored through monthly complaint review (reference (B)(4) and (B)(4)) in order to identify potential adverse trends. Medical records were not provided. A definitive root cause cannot be determined. Evaluation of the returned device identified the fracture was consistent with the previously recorded tasp fractures. The common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface no corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a knee procedure that when the surgeon was trialing the poly provisional, the surgeon went to pull out the provisional and it snapped into pieces. No other additional information available.